Manufacturer narrative:
Pending investigation. Concomitant medical products: 02-010-03-0240 - logic cr femoral cem, left, sz 4 (B)(4), 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t (B)(4), 200-02-32 - three peg patella 32mm (B)(4), 201-78-12 - holding pin lg head sharp point med 2pk (B)(4), 201-78-15 - holding pin mini sharp point 4 pk (B)(4), 201-78-81 - 3" trocar, mod. Hex 2pk (B)(4), (B)(4). Recall: z-0021-2022.

Event description:
As reported, the patient had an initial tka on (B)(6) 2018 . The patient was revised on (B)(6) 2022 due to the recall. No other patient information/medical history reported.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent poly swap/revision has been reported to be due to the device recall; no other reason reported.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information: please disregard this report as it was submitted in error. Event was previously reported under report # 1038671-2022-00721.